Event description:
It was reported that this left ventricular (lv) lead was replaced due to phrenic nerve stimulation. Besides intervention, no other adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).